Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned/non-emergency procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files confirmed a malfunction with the frontal image processing pc(ippc). A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the system was giving the message" database is full. Delete images". Fse confirmed that the cause of the issue was image database being corrupted. Fse replaced the ippc and all the three hard drives of the ippc, loaded the software, and recreated the image database. Fse replaced the ippc. The ippc has been returned for analysis and part analysis indicated that there was no power via power supply unit(psu) switch in the ippc. After replacement of the ippc and hard drives and recreation of the image database, the system was returned to use in good working order. The codes were updated based on the investigation outcome.